Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well with the new device.

Manufacturer narrative:
.

Event description:
The recipient reportedly was experiencing facial nerve stimulation with use of the device. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Device revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed a dented bottom cover and the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed several of the electrical tests performed. The residual gas analysis test produced a nitrogen result above the limit. The failure of this device is attributed to a short at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action has been implemented. In addition, this device had nitrogen that exceeded the limit. Based on an assessment of the residual gas analysis data, it is believed that this device was non-hermetic, and that the root cause of the excessive nitrogen was a leak through the feedthru seals. Due to presence of moisture getter, no signs of moisture were observed. This is the final report.